Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer was unable to reload the original cartridge and resume insulin therapy but was assisted by technical support to load a new cartridge successfully, resolving the issue.